Event description:
It was reported that the field representative consulted technical services for review of shock lead impedance trends. It was noted that the weekly low energy shock lead impedance measurement is 110 ohms. Last year shock impedance values measured 210 ohms. Troubleshooting was performed and there were no observations of noise with isometrics. Automatic setup was performed and the device selected secondary vector 1x gain. Additionally, it was noted the smart pass feature was disabled due to an isolated undersensing episode. The smart pass feature was re-enabled. X-rays were performed and there was no evident dislodgement or displacement of any element of the system compared to post-implant images. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported an interrogation was performed and system impedance measurements measured 245 ohms. X-rays were performed and sent to technical services (ts) for review. Ts reviewed and verified the connection looks good. A review of lead impedance trend shows values reached 400 ohms. Ts provided troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.